Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in date received by MFR. Is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer¿s adc freestyle libre sensor was producing higher readings than readings received on the built-in meter. Caller reported that on (B)(6) 2018, the fourth day of sensor wear, customer received high scans during the night and provided readings of 255 mg/dl at 3:00 am and 200 mg/dl at approximately 5:00 am so the caller injected ¿more insulin¿. At around 8:00 am customer began to experience ¿nausea¿ and had both a seizure and a loss of consciousness. At the time a capillary blood glucose test produced a reading of 48 mg/dl. Customer was taken to a hospital where he was diagnosed with hypoglycemia and treated with a ¿glucose injection¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection performed on the returned sensor patch, no defects were observed. Data was extracted using approved software, sensor found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the test fixture, reprogrammed sensor and applied current to perform linearity test. Glucose count results were with in specification. No product deficiency was identified.

Event description:
Customer¿s caregiver reported customer¿s adc freestyle libre sensor was producing higher readings than readings received on the built-in meter. Caller reported that on (B)(6) 2018, the fourth day of sensor wear, customer received high scans during the night and provided readings of 255 mg/dl at 3:00 am and 200 mg/dl at approximately 5:00 am so the caller injected ¿more insulin¿. At around 8:00 am customer began to experience ¿nausea¿ and had both a seizure and a loss of consciousness. At the time a capillary blood glucose test produced a reading of 48 mg/dl. Customer was taken to a hospital where he was diagnosed with hypoglycemia and treated with a ¿glucose injection¿. There was no report of death or permanent injury associated with this event.